Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and on ventilator for unknown reason. Customer stated the pump was removed for some reason and it was not turning on and battery piece came off. The insulin pump will not be returned for analysis.